Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that lamp flashed a few times in the morning. When the lamp was moved up, it fell down. There were no health consequences for the patient, or the staff reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the retaining ring and shim washers of the system were made available for further investigation. Examination of the retaining ring found no signs of wear which typically would occur when inserting, removing or moving the spring arm. It can be assumed that the retaining ring was not installed correctly and was also not subject to any maintenance. The customer does not have a service contract with dräger. Examination of the two shim washers found wear signs of typical use. The material abrasion is due to the rotation of the spring arm. A partial wear mark on one shim washer could be related to an incorrectly installed retaining ring or a sudden external intervention (e.g. A collision). It can therefore be assumed that the retaining properties of the ring were significantly reduced by a hard collision. Based on the available information, the failure was likely caused by a mechanical impact in conjunction with a possible installation fault. The reported flashing of the light was therefore caused by the bad connection just before the fall of the system. If the mechanical connection between the spring arm and the extension arm of the central axis is no longer properly in place, the affected subsystem can fall and thus also cease to function. The installation of the retaining ring (in its groove) is described in detail in the assembly instructions. Several relevant warnings must be observed. The assembly steps when installing the spring arm must be carried out correctly, otherwise the spring arm may fall. According to the instruction for use, the operational readiness of the support arm system must be checked before each use as part of a functional and visual inspection. The equipment system to be checked is only considered ready for operation when a flawless overall condition is ensured. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that lamp flashed a few times in the morning. When the lamp was moved up, it fell down. There were no health consequences for the patient, or the staff reported.